Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
On (B)(6) 2010, a miniarc precise was implanted. Reportedly since the procedure the pt has had interstitial cystitis, endometriosis and deep pelvic pain, described as "sever". The sling remains implanted.